Event description:
It was reported through the patient outcome, that the patient passed away. The cause of death was reported to be cerebellar hemorrhage. Whether the outcome was device or therapy related was not provided. It was unknown whether the device would be returned for evaluation. It was additionally reported on (B)(6) 2022 that the patient's death was not considered to be device related and that the device had operated as expected. The patient was positive for covid-19 and had poor oral intake. The patient was on coumadin and had a supra-therapeutic international normalized ratio (inr) of 9.3. The hemorrhage had been confirmed via computed tomography (CT) scan.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemorrhagic stroke, patient condition, and patient outcome could not conclusively be determined through this evaluation. The account communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists stroke, bleeding and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values and suggested anticoagulation modifications. Section 6 also lists neurological dysfunction and thromboembolism as potential postimplant complications. No further information was provided. The manufacturer is closing the file on this event.